Event description:
It was reported that balloon burst occurred. The 90% stenosed target lesion was located in the severely calcified superior femoral artery. A coyote mr balloon catheter was used for pre-dilatation. The unspecified sheath was inserted from the same side of the lesion with anterograde approach. After the guidewire crossing, a 4.0 mm x 220 mm x 150 cm coyote balloon catheter was used to dilate the lesion. During the 1st inflation, the balloon was inflated at 10 atmospheres. During the 2nd inflation, the balloon ruptured at 10 atmospheres. The device was removed from the patient carefully. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a coyote balloon catheter with a coyote shelf box and a stopcock. The stopcock was attached to the hub of the device; as received. The batch number on the returned packaging and device matched the reported batch number. There was blood in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the shaft. Microscopic examination of the balloon and shaft revealed a 3cm longitudinal tear towards the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon burst occurred. The 90% stenosed target lesion was located in the severely calcified superior femoral artery. A coyote mr balloon catheter was used for pre-dilatation. The unspecified sheath was inserted from the same side of the lesion with anterograde approach. After the guidewire crossing, a 4.0mm x 220mm x 150cm coyote¿ balloon catheter was used to dilate the lesion. During the 1st inflation, the balloon was inflated at 10 atmospheres. During the 2nd inflation, the balloon ruptured at 10 atmospheres. The device was removed from the patient carefully. The procedure was completed with a different device. No patient complications were reported and patient's status was good.